Event description:
It was reported by the patient that the artificial urinary sphincter (aus), consisting of a 4.0cm cuff, 61-70 cm balloon, and pump was revised due to a defect. The cuff and pump components were explanted. The patient reported that the device caused him to have a big hole in his urinary tract. Another device was not implanted during the procedure. The patient further reported that his health had suffered because of the defective aus and that he was not able to return to work. The patient reported feeling pain from the aus which he described as difficult to operate. It is unknown if the explanted aus was returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Model number: 72400024. Lot number: 1000023177. Model description: balloon fgs 61-70 cm. Model number: 72404127. Lot number: 1000007221. Model description: control pump fgs iz. Product investigation: cuff: the complaint component was returned and analyzed, and the reported observations could not be substantiated via product analysis. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Balloon: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Pump: the complaint component was returned and analyzed, and the reported observations could not be substantiated via product analysis. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported by the patient that the artificial urinary sphincter (aus), consisting of a 4.0cm cuff, 61-70 cm balloon, and pump was revised due to a defect. The cuff and pump components were explanted. The patient reported that the device caused him to have a big hole in his urinary tract. Another device was not implanted during the procedure. The patient further reported that his health had suffered because of the defective aus and that he was not able to return to work. The patient reported feeling pain from the aus which he described as difficult to operate. The explanted device was returned and analysis completed.